Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris versasafe extension set experienced component separation. The following information was provided by the initial reporter: rn noticed blood backing up in the tubing and that the new kind of IV tubing we are using broke. The disconnection was not at a site that normally comes apart. It was where a needless hub and the tubing meet. The tubing slipped apart.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris versasafe extension set experienced component separation. The following information was provided by the initial reporter: rn noticed blood backing up in the tubing and that the new kind of IV tubing we are using broke. The disconnection was not at a site that normally comes apart. It was where a needless hub and the tubing meet. The tubing slipped apart.